Manufacturer narrative:
Follow up report being submitted to clarify that the operator of the device was a health professional as this was not previously notied in section d5.

Event description:
The device user (du) reported message "arterial module srs failure" on the blood gas analyzer monitor. The du reported when the device powers on and goes to the blood gas analyzer monitor, the message "system initialization failure:f039" initially appears. Du bypassed the message by pressing the ok button. Du then selected "5-arterial blood gas", but the arterial srs failure appears. Troubleshooting was completed but was unsuccessful at resolving the issue. Du decided to utilize a competitor's device to complete the procedure.

Event description:
The device user (du) reported message "arterial module srs failure" on the blood gas analyzer monitor. The du reported when the device powers on and goes to the blood gas analyzer monitor, the message "system initialization failure:f039" initially appears. Du bypassed the message by pressing the ok button. Du then selected "5-arterial blood gas", but the arterial srs failure appears. Troubleshooting was completed but was unsuccessful at resolving the issue. Du decided to utilize a competitor's device to complete the procedure.

Manufacturer narrative:
The procedure outcome after the du switched from the metra to a competitor's device in order to perform the liver perfusion remains unconfirmed. No adverse event has been reported. A service engineer (se) evaluated the device at the customer site. The blood gas analyzer failed to initalize on boot up. It was decided to replace the blood gas analyzer with a new one. Subsequently, the device passed functional testing.